Manufacturer narrative:
(B)(4). A 2-lumen catheter marked 7fr x 20cm on the juncture hub was returned for evaluation. A visual exam was performed and it was observed that the catheter exhibited signs of use. Functional testing revealed leaks in the catheter body between the 17 and 18cm marks. Microscopic examination of the area of the leak revealed two punctures in the catheter body. Each puncture was approximately 0.4mm in length. The appearance of the punctures was consistent with contact with a sharp instrument. The catheter was tested with a leak tester. Water was injected into each extension line while the opposite end of the lumen was occluded. Water leaked from each lumen between the 17 and 18cm marks on the catheter body as soon as the water pressure was increased from zero. Water was then flushed through each lumen using a 10ml syringe without occluding the end of each lumen. Water leaked from the punctures in the catheter when each lumen was flushed. This indicates that if the leaks were present prior to use, they would have been observed during flushing of the catheter. Other remarks: a device history record (DHR) review was performed on the catheter based on a potential lot number and did not reveal any manufacturing related issues. The instructions for use (IFU) for this product contain a step to flush each lumen of the catheter with sterile saline prior to use. The report of a leak in the catheter was confirmed through testing and examination of the returned sample. The catheter body leaked from punctures at two locations between the 17 and 18cm markings on the catheter. The leaks were easily observed during flushing of the catheter. A DHR review did not reveal any manufacturing related issues. Based on the appearance of the punctures and the report that the leaks were observed during use of the catheter, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that a crack was found on the catheter and a leakage was confirmed. A new kit was used. No patient harm reported.

Manufacturer narrative:
(B)(4). This product is not sold in the us. A similar product is sold in the us.

Event description:
The customer alleges that a crack was found on the catheter and a leakage was confirmed. A new kit was used. No patient harm reported.